Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) lead exhibited low pacing impedance and no sensing. The ra lead was noted to be fractured. On (B)(6) 2026, the physician elected to cap and replace the ra lead. The patient was discharged after the procedure and there were no patient consequences reported.